Event description:
It was reported that the right ventricular lead had high impedance and intermittent p wave oversensing two days post device changeout. The physician opened the pocket to look at the lead connection and found that the lead was not pushed all the way into the header. The physician completely connected the lead into the header and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.